Event description:
It is reported that the patient's eye could not support a sulcus implant; hence, the doctor removed the lens and replaced with an anterior chamber (flat) lens. Follow-up with the nurse indicated that the incision was enlarged to remove the amo lens and insert the anterior chamber lens. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Enlarged incision. Lens was received for inspection and found to have one distorted haptic. There was also evidence of ophthalmic viscosurgical device (ovd) on the lens. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. Placeholder.